Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? If yes, were they retrieved? Nothing left in the patient. Will all pieces be returned with the device? If not, were they discarded? What we have will be sent back and the rest is discarded.

Event description:
It was reported that during an ileocecal resection, the handle from the device broke off. They opened a like product with another lot number which performed well. The procedure was prolonged 10 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r57a8d. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.